Manufacturer narrative:
Evaluation summary. One opened slit knife in a blister was received for the report of a knife that did not cut. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. The final customer lot was identified. A review of the device history records (DHR) was performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates this is the first complaint against the reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned opened sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Manufacturer narrative:
A sample was received at manufacturing site.

Event description:
Additional information was received from a pharmacist who confirmed that the surgeon had to obtain an alternate knife in order to complete the procedure. Event resolved without treatment. No patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a knife did not cut. Procedure details were not provided however, an alternate knife had to be obtained in order to perform the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).